Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the battery compartment was cracked along the side on the threads. The battery cap was damaged. Unrelated to the battery compartment, the display was dim and discolored. The audio bolus button cover was detached.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cap couldn't be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.